Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support but the root cause could not be determined as customer declined to remove the infusion set. Ultimately, customer changed pump supplies to address the alarms. Customer's blood glucose level was 369 mg/dl.